Event description:
Early in the mapping part of a left atrial procedure, while attempting to gather points for the left superior pulmonary vein, the pt's blood pressure dropped and an effusion was confirmed with ultrasound. Pericardiocentesis was performed, which stabilized the pt's blood pressure, but the effusion did not resolve. Anticoagulation was reversed, and the pericardial tap continued to present fluid. Pt's blood pressure dropped and surgery was performed. A perforation at the base of the left atrial appendage was repaired. The pt recovered fully and was discharged on a normal schedule. There was no malfunction of the device and the event was determined to be procedure related. The IFU lists pericardial effusion as a potential adverse event for the device.

Manufacturer narrative:
Based on info gathered from the surgery, it is believed that when the doctor was attempting to map the left superior vein, the catheter was actually positioned around the appendage.